Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the t1 and t2 anchors have become detached from the needle. A visual inspection revealed the device was returned outside of original packaging. The anchors were detached from the device. The suture was still attached to the anchors. The actuator had been triggered. No physical damage visible. A functional evaluation revealed the actuator could function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair, the t2 of the ultra fast-fix fell of after t1 was deployed. T1 was not removed. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.